Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, intermittent post-paced t-wave oversensing on the ventricular channel was observed. Programming changes were recommended.